Manufacturer narrative:
Evaluation summary : the proximal part of the device was inserted in the original hoop. A visual and a tactile inspection was carried out on the device with the following results: the device broke at approximately 20.5 cm from the tip. The device was torn in the transition between the full hypotube and the laser cut hypotube. A kink was detected at 24 cm from the hub. An attempt to advance the guide-wire was made in both the device parts: in the distal part the guide-wire was easily advanced for the entire length. In the proximal part it stuck in correspondence of the kink. (B)(4).

Event description:
The physician was attempting to a total across catheter to treat a lower extremity artery that exhibited severe calcification. No difficulties or abnormalities were noted during device inspection or preparation prior to use. Femoral access was used. No resistance with other devices during delivery of the device however resistance was noted when the relevant device was crossing the lesion. During the procedure, the total across catheter was torn apart. The physician noted something unusual with the device while using it, and when he removed the device out of the patient's body, the device tip was torn off and remained in the patient. With difficulty, the physician successfully managed to collect the torn part. As the lesion was in severe condition, the physician judged that further treatment was not viable, and discontinued the procedure at that point without causing any adverse effect on the patient.